Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material in the auxiliary channel and air/water tube, but the type of the material or root cause for why it remained could not be identified. Additionally, the root cause for burn on the distal end cover was not determined. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-190 series operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ instructions for gif/cf/pcf-190 series operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited switch two (2), jet-tube and connecting tube had foreign objects; and there was burn on the plastic distal end-cover. There were no reports of patient involvement.